Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported that arm 2 was dropping towards the floor when clutched. The customer stated that they could not use the arm. The customer stated that they moved the arm out of the way and were finishing the case as a 3 arm case. The technical support engineer (tse) reviewed the logs and found no current errors, however, the tse noted earlier errors related to arm2, 31226 and 23137. Further troubleshooting was required. The tse recommended the or staff perform a hard reset, but the customer stated that they could not perform at time of call. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer informed that during the hysterectomy procedure, the robot arm kept pulling toward the floor when the arm was not clutched. The customer had disabled the arm and continued with the procedure. The customer confirmed this occurred about halfway into the procedure and ports were placed at the time. The arm was previously working. The system powered on without issues and the customer had the da vinci is ready signal. There was no injury to the patient. The procedure was completed. Patient demographic information was requested but unavailable.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi received the part(s) involved with this complaint and completed the device evaluation. The unit returned for failure analysis, and the reported failure of intermittent 31226 error was confirmed but not replicated. Remote fe logged error of 31226 point to parallelogram. The unit was tested in an in-house system test and passed normal mode. During pftp test, the unit passed fiber test. For precautionary measure, parallelogram fiber assembly will be replaced. The reported failure of intermittent 23137 error was confirmed and replicated. The unit tested on an in-house system, and it passed normal mode. Logged error 23137 point to yaw. The unit tested on a pftp and passed all required tests, but failed yaw sensors check and sine cycle with error 23008. Yaw sl pca will be replaced as a fix to the reported problem. A log review confirmed the benign hysterectomy procedure on (B)(6) 2022 on system sk2142. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. The usm required replacement. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.